Event description:
It was reported that during a device replacement when inserting the rv lead, the lead port set screw was not secured. The physician had difficulties removing the wrench from the setscrew. The wrench was eventually backed out and the setscrew was stuck. The physician was provided another device and the procedure continues uneventfully thereafter. The patient was fine before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.